Event description:
A journal article reported clinical outcomes for a study involving 216 patients who underwent 244 (28 bilaterals) unicompartmental knee arthroplasties for medial compartment osteoarthritis. Patients were followed a median of 4.2 years (range 1 to 10.4 years). Subsequently, there were 9 patients that underwent a revision procedure at a mean of 33 months after primary surgery.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The information being reported was found in the journal article titled "oxford phase 3 unicompartmental knee arthroplasty: medium-term results of a minimally invasive surgical procedure". Knee surgery, sports traumatology, arthroscopy - volume 19, (B)(6), 2011 current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the revision mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. - date explanted - unknown. Initial reporter - the article was written by lukas a. Lisowski , michel p. J. Van den bekerom, peter pilot, c. Niek van dijk and andrzej e. Lisowski. - manufacture date - unknown.